Event description:
On 3/5/97, thr MFR received a response to a device tracking polling letter from the physician which states that the device was removed on 9/21/96 due to a device and device pocket infection.